Event description:
The patient reported she has not received effective stimulation since implantation of her scs system. The patient also reported multiple reprogramming has not resolved the issue. Additionally, the patient has consulted with the physician regarding the issue and her pain is currently being treated with medication. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.